Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. D4 batch #: c9dv7a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. However, upon visual inspection, it was found that the knife was not retracted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, the blade did not fire when the cut button was pressed. The device was disassembled to verify the condition of the internal components, and it was found that the knife tube weld was broken at the knife rod causing the reported issues a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during an unknown procedure upon first activation there was no issue with the sealing. However, when using the cut button, the knife failed to come forward. Consultant and registrar both tried several times, but button still failed to cut tissue at all. Device was disconnected and initially blade would still not come forward but then eventually did, however was incorrectly positioned and had some sort of fault. No negative impact to the patient. Procedure not extended beyond 30 minutes.